Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a capsule tear as there was inadequate support with an intraocular lens (iol). The lens was fully inserted and removed during the same procedure. The incision was enlarged and sutures were required. Another johnson & johnson lens (different model and diopter) was implanted as a replacement. No further information is available.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 10/21/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received in the original lens case. The original patient stickers and folding carton were received as well. Visual inspection under magnification revealed a detached haptic, what appeared to be dried blood and viscoelastic residue on the optic body and haptic, which is consistent with a lens handled during removal and replacement. The lens was cleaned, and no additional cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.